Manufacturer narrative:
Correction: b3.

Manufacturer narrative:
Correction: section b: adverse event box and other serious event boxes unchecked; section h: type of reportable event: malfunction correction: section b: adverse event box and other serious event boxes unchecked; section h: type of reportable event: malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the loading sequence. Customer's blood glucose was 346 mg/dl. Customer loaded a new cartridge to resolve the issue and pump therapy was resumed.